Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-34); product lot/serial number (B)(6); product type: (0195-heartvalves). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the first deployment attempt, an infold was observed and the valve was recaptured. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the system was withdrawn from the patient, and a new transcatheter valve and new delivery catheter system (dcs) were used to successfully complete the procedure. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications have been reported as a result of this event.